Event description:
It was reported that the system 9800's printer produced grainy and poor quality prints. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The system has not yet been evaluated. A follow up report will be filed when additional details become available.